Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 06-oct-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. Viscoelastic residue was observed throughout the lens. White particles were observed on the lens. Visual inspection of the returned device revealed that the lens was received stuck to the outside of the lens daisy wheel. The lens was removed and inspected; the lens was coated in viscoelastic residue and white dot-like materials were observed on the lens. The lens was further evaluated; however, the analysis was unsuccessful in finding the particulates. Fourier transform infrared spectroscopy(ftir) testing could not be performed as the particulates were likely too small. No further evaluations were performed. The complaint issue "inclusions" was not identified during photograph or product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further testing was performed on the device. Device evaluation: as fourier transform infrared (ftir) was attempted but could not analyze the particulates due to their size being below the technique¿s practical detection threshold for discrete particles, the lens was re-evaluated and submitted for raman spectroscopy. Raman analysis indicated the material to be proteinaceous, reported as an unidentified protein. Given the surface localization of the particulates, the raman identification of a proteinaceous material, the lens¿ uncleaned condition on receipt, and the manual handling required for this product, the evidence indicates the particulates are most likely external contamination associated with handling or clinical exposure rather than a manufacturing issue. Based on the complaint investigation results, no product quality deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that deposits were found on the surface of the standalone 3 piece intraocular lens (iol) immediately after implantation. The iol was explanted during the same procedure, and a standby lens was implanted. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number:(B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.